Event description:
It was reported that stent dislodgement occurred. The non heavily calcified target lesion was located in the left anterior descending artery. After the lesion was predilated using an unspecified balloon catheter, a 4.00mm x 16mm promus premier¿ stent was advanced. The device went past the lesion and was pulled back in position however the stent came off the delivery system balloon while in the lad. An attempt was done to retrieve the stent but upon removal of the unspecified sheath, the stent again dislodged in the leg. Surgery was performed and the stent was completely removed. No further patient complications were reported and the patient was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).